Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer's blood glucose was 12.2 mmol/l. No additional information provided.

Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had minor scratched display window and cracked case at display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.